Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached from the pusher assembly and revealed that the pe fibers were fractured, the proximal constrain sphere was detached from the embolization coil and the embolization coil was unraveled. The probable cause of the failure was likely due to forceful retraction against resistance. If the device is forcefully retracted against resistance, the pe fibers may fracture. If the pe fibers fracture, the proximal constraint sphere may detach from the embolization coil and the embolization coil may detach and unravel. Due to the returned damage, the device could not be functionally tested. The root cause of the resistance during the procedure could not be determined. Further evaluation of the device revealed a kink and a fracture in the pusher assembly. This damage was likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils, a lantern delivery microcatheter (lantern), and a non-penumbra catheter. During the procedure, resistance was encountered while advancing a ruby coil through the middle of the lantern. Upon retrieval, the ruby coil detached inside the lantern. Therefore, the lantern containing the detached ruby coil was removed from the patient and the coil was flushed out on the back table. The procedure was completed using a non-penumbra coil, two pod packing coils (pod pcs), and the same lantern. There was no report of an adverse effect to the patient.